Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation/pelvic us done today shows essure expelling into uterus/essure in myometrium'), embedded device ('both my coils were embedded in my uterus too') and device expulsion ('both my coils were embedded in my uterus too') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "hysteroscopy, bilateral essure placement and hydrothermal endometrial ablation". The patient's medical history included endometriosis, fibroids, stomach cramps, abdominal pain, yeast infection, menorrhagia, obesity, polycystic ovarian syndrome, irregular menstruation, pulmonary embolism, anemia, gastroesophageal reflux disease, peritoneal cyst, dysfunctional uterine bleeding and deep vein thrombosis. Previously administered products included for an unreported indication: lupron and depo provera. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), autoimmune disorder ("autoimmune-like symptoms"), urinary tract disorder ("urinary problems"), allergy to metals ("nickel sensitivity"), dyspareunia ("dyspareunia/painful sex"), neuromyopathy ("neuromuscular problems"), pelvic pain ("pain"), alopecia ("hair loss"), headache ("headache"), dysgeusia ("nickel taste") and fatigue ("fatigue"). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy and dilation and curettage). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, embedded device, device expulsion, genital haemorrhage, autoimmune disorder, urinary tract disorder, allergy to metals, dyspareunia, neuromyopathy, pelvic pain, alopecia, headache, dysgeusia and fatigue outcome was unknown. The reporter considered allergy to metals, alopecia, autoimmune disorder, device expulsion, dysgeusia, dyspareunia, embedded device, fatigue, genital haemorrhage, headache, neuromyopathy, pelvic pain, urinary tract disorder and uterine perforation to be related to essure. The reporter commented: it was reported that had to have my husband get vasectomy per doctors orders. Approximately 8 coils noted emanating from the left fallopian tube ostia. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2018: essure expelling into uterus. Most recent follow-up information incorporated above includes: on 22-may-2020: social media received: new events added: both my coils were embedded in my uterus too and reporter information were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation/pelvic us done today shows essure expelling into uterus/essure in myometrium'), embedded device ('both my coils were embedded in my uterus too') and device expulsion ('both my coils were embedded in my uterus too') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "hysteroscopy, bilateral essure placement and hydrothermal endometrial ablation". The patient's medical history included endometriosis, fibroids, stomach cramps, abdominal pain, yeast infection, menorrhagia, obesity, polycystic ovarian syndrome, irregular menstruation, pulmonary embolism, anemia, gastroesophageal reflux disease, peritoneal cyst, dysfunctional uterine bleeding and deep vein thrombosis. Previously administered products included for an unreported indication: lupron and depo provera. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), autoimmune disorder ("autoimmune-like symptoms"), urinary tract disorder ("urinary problems"), allergy to metals ("nickel sensitivity"), dyspareunia ("dyspareunia/painful sex"), neuromyopathy ("neuromuscular problems"), pelvic pain ("pain"), alopecia ("hair loss"), headache ("headache"), dysgeusia ("nickel taste") and fatigue ("fatigue"). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy and dilation and curettage). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, embedded device, device expulsion, genital haemorrhage, autoimmune disorder, urinary tract disorder, allergy to metals, dyspareunia, neuromyopathy, pelvic pain, alopecia, headache, dysgeusia and fatigue outcome was unknown. The reporter considered allergy to metals, alopecia, autoimmune disorder, device expulsion, dysgeusia, dyspareunia, embedded device, fatigue, genital haemorrhage, headache, neuromyopathy, pelvic pain, urinary tract disorder and uterine perforation to be related to essure. The reporter commented: it was reported that had to have my husband get vasectomy per doctors orders. Approximately 8 coils noted emanating from the left fallopian tube ostia. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2018: cervix - unremarkable. Endometrium - weakly proliferative. Myometrium - unremarkable. Serosa - fibrous adhesions. Bilateral fallopian tubes - unremarkable. Essure ¢oils (gross diagnosis. Adipose tissue with fat necrosis, cystic degeneration and reactive changes. Ultrasound pelvis - on (B)(6) 2018: essure expelling into uterus. Uterine fundus with what appears to be 2 essure coils expelling from the tubal ostia towards midline fundus bilaterally. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. On (B)(6) 2020: fu 3 and fu 2 processed together. Medical record received. Reporter added. Lab data added. Essure insertion date updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration/perforation/pelvic us done today shows essure expelling into uterus/essure in myometrium"), genital haemorrhage ("bleeding") and autoimmune disorder ("autoimmune-like symptoms") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "hysteroscopy, bilateral essure placement and hydrothermal endometrial ablation". The patient's medical history included endometriosis, fibroids, stomach cramps, abdominal pain, yeast infection, menorrhagia, obesity, polycystic ovarian syndrome, irregular menstruation, pulmonary embolism, anemia, gastroesophageal reflux disease, peritoneal cyst, dysfunctional uterine bleeding and deep vein thrombosis. Previously administered products included for an unreported indication: lupron and depo provera. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), urinary tract disorder ("urinary problems"), allergy to metals ("nickel sensitivity"), dyspareunia ("dyspareunia/painful sex"), neuromyopathy ("neuromuscular problems"), pelvic pain ("pain"), alopecia ("hair loss"), headache ("headache"), dysgeusia ("nickel taste") and fatigue ("fatigue"). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy and dilation and curettage). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, genital haemorrhage, autoimmune disorder, urinary tract disorder, allergy to metals, dyspareunia, neuromyopathy, pelvic pain, alopecia, headache, dysgeusia and fatigue outcome was unknown. The reporter considered allergy to metals, alopecia, autoimmune disorder, dysgeusia, dyspareunia, fatigue, genital haemorrhage, headache, neuromyopathy, pelvic pain, urinary tract disorder and uterine perforation to be related to essure. The reporter commented: it was reported that had to have my husband get vasectomy per doctors orders. Approximately 8 coils noted emanating from the left fallopian tube ostia. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2018: essure expelling into uterus. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.